Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on a-rubber has a chip. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope exhibited that the adhesive on the a-rubber was chipped. There was no patient involvement.